Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the stored electrograms it was noted that there were three episodes of ventricular tachycardia which was caused by the true ventricular arrhythmia. The device appropriately delivered therapy but the rhythm did not convert to sinus. All the therapies were exhausted. Several episodes of non sustained right ventricular oversensing were also noted on the transmission along with loss of capture. The issue could not be resolved. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. Additional information was requested but not received.

Manufacturer narrative:
Should have been included in initial MDR.